Manufacturer narrative:
Per tandem user guide: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. During system check with tandem technical support it was discovered occlusion was due to a blockage in the cartridge; however, customer reported using cartridge filled with humalog insulin for greater than 48 hours which is off label per the user guide. Customer changed pump supplies to address the issue but ultimately reverted to an alternate method of insulin therapy. Customer's blood glucose was 136 mg/dl at time of report.